Manufacturer narrative:
Correction to 13 month complaint and service history review original statement: a 13 month complaint history and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There was one similar complaint identified during the search period. Corrected statement: a 13 month complaint history and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period.

Manufacturer narrative:
A tosoh field service engineer (fse) went onsite but was unable to reproduce the error on the aia-900 analyzer. The fse recalibrated the luteinizing hormone (lh ii) assay, then performed quality control (qc) on three levels for the fsh and lh ii and ran precision tests on two levels for both fsh and lh. Fse stated fsh passed without error, but lh ii was recalibrated because the previous calibration was inaccurate. Recalibrating lh ii resolved the issue. The fse stated that the lh ii calibration vials may not have been brought to the required temperature before use, which may have caused the inaccurate calibration result. The fse successfully ran qc with no errors and within acceptable range. No further action required by field service. The aia-900 is functioning as expected. A 13 month complaint history and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There was one similar complaint identified during the search period. Review of related documentation the luteinizing hormone ii (lh ii) st aia-pack analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack lh ii, the highest concentration of luteinizing hormone measurable without dilution is approximately 200 miu/ml, and the lowest measurable concentration is 0.2 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 200 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for luteinizing hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The follicle stimulating hormone (fsh) st aia-pack analyte application manual also state: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack fsh, the highest concentration of follicle-stimulating hormone measurable without dilution is 200 miu/ml, and the lowest measurable concentration is 1.0 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 200 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for follicle-stimulating hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported event could not be established.

Event description:
A customer reported failed proficiency testing for luteinizing hormone ii (lh ii) and follicle stimulating hormone (fsh) on the aia-900 analyzer. Actual result of proficiency testing not provided by the customer. A tosoh field service engineer (fse) was dispatched to assist the customer with the reported event. There is no indication of any patient intervention or adverse health consequences due to the reported event.